Manufacturer narrative:
Technical support asked the account to check the switches with the mattress on the bed to see if the switch remained open. The account found the switches were defective and replaced the bed exit tape switches to repair the bed.

Event description:
The account alleged that the bed exit system arms but does not alarm when the patient gets out of the bed. No injuries. The account indicated that it is only happening on beds with tempurpedic mattresses.